Event description:
Information received from the field notes that the patient presented to the clinic for a routine follow-up, complaining of occasional syncopal episodes. Interrogation revealed stored egms showing noise on the ventricular channel. Isometrics revealed noise and inhibition in both bipolar and unipolar sensing configurations.